Event description:
The patient lost pain control in2006. The device voltage was at 0.1v. The patient denied adjusting the device parameters to this setting; the parameter limit was reset to zero. In 2007, the patient was unable to adjust the device settings. Two activations were attempted but the settings remained unchanged. In five months later, the hcp was unable to interrogate the neurostimulator using the n'vision programmer or the patient's access controller. The device parameters were 0.5 to 3.5 volts; pulse width 330 and the rate 5hz. The device was explanted and the patient's status is good.

Manufacturer narrative:
Upon receipt of the device, the manufacturer found the device in a no output / no telemetry condition. The device was opened and device analysis results revealed broken welds at the bondwire pads, which explains the loss of output and telemetry.